Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024, a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). In (B)(6) 2025, the patient's spouse reported that during a scheduled peg tube replacement, a buried bumper syndrome was observed. The gastroenterologist decided to remove the peg tube and not reposition (replace) it. Duodopa therapy was currently suspended, pending re-evaluation in september for a possible switch to subcutaneous therapy. No additional information was provided.